Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to the alarm. There was solution on the floor and on the table. Renal therapy service (rts) assisted the patient with ending therapy and advised to drain manually and contact their peritoneal dialysis registered nurse regarding the issue. Proper procedures per user manual were discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.